Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for preventive maintenance. During verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.